Manufacturer narrative:
Corrected information were provided in d3, d9 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (thrombosis) was not determined due to insufficient clinical details. Since data log review was inconclusive, insufficient clinical details were provided, and returned product investigation did not exhibit definitive cause and could not be fully tested in the state it was returned, the cause of the hemolysis could not be determined. Since data log review was inconclusive and returned product was unable to be tested in the state it was returned, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 67-year-old male with a history of cardiomyopathy was supported with an impella 5.5 via a right axillary/subclavian surgical arterial approach. The patient¿s pre support clinical state was consistent with scai shock stage c. The device was implanted on (B)(6) 2026 at 17:03. On (B)(6) 2026 at 10:30, the clinical team reported frank hemolysis and a ¿placement signal not reliable¿ alarm on the aic. The team also noted significant aortic insufficiency. Due to these findings, the decision was made to remove the impella 5.5. Upon explant, a clot was visualized inside the pump lumen. Although no thrombus was reported within the patient, the patient required a brachial embolectomy following insertion, which was attributed to thrombus associated with the device. The device was removed due to the failure mode. It is unknown if the hemolysis or aortic insufficiency was resolved after explant. A data download was requested. No replacement pump was implanted, and no product return is currently available, with gfe pending. The patient survived to explant. The thrombus was associated with patient injury requiring brachial embolectomy. No device return is available for evaluation at this time, and a data download is required to support further investigation.